Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer.

Event description:
It was reported the patient¿s stimulation was too high and they were hallucinating. According to the patient¿s family the cause of the hallucinations was from the stimulation being too high. An implantable neurostimulator (ins) replacement surgery was scheduled for (B)(6) 2014. The ins was to be replaced due to normal battery depletion. The patient status at the time of this report was alive with no injury. The patient also reported that they had lost their patient programmer and they needed a new one. A manufacturing representative had provided the patient a loaner patient programmer until after the replacement surgery. No additional troubleshooting had been done at the time of this report and the manufacturing representative had not heard anything form the patient since the programmer was replaced. No patient outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.